Manufacturer narrative:
It is not known at this time if the devices will be returned for evaluation. Additional info has been requested and if received will be provided on a supplemental report. Additional lot k297368.

Event description:
Risk manager from the hospital, reported the alleged event : during a surgery, the cervical screw was impossible to be inserted into the nail. The risk manager from the hospital. There was no delay.